Event description:
It was reported that about in january of this year, the doctor experienced a defect due to loading failure in an upper gastrointestinal case and decided not to use the device. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/15/2025. B3: only event month and year known: january 2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.